Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a potentially inappropriate shock. Technical services (ts) was contacted to review the episode, and ts discussed that the patient experienced a treatable arrhythmia, but it slowed at the last minute and the shock was diverted. There were some significant morphology changes, going from narrow and regular to wide and fast, and some oversensing was observed. The rhythm returns, but at a slower rate, and then the shock was delivered. Subsequently, the patient was brought in for defibrillation threshold (dft) testing, which was successful. The s-ICD system remains in service. No additional adverse patient effects were reported.